Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg displayed the replace generator soon message earlier than intended. It is unknown if the ipg depleted prematurely. Surgical intervention is planned to address this issue.

Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.